Manufacturer narrative:
Device alarmed no motor movement during the rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to no motor movement.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer's blood glucose value was 7.7 mmol/l. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer stated that they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.